Event description:
Customer has reported anomolous readings during monitoring. No report of injury has been received.

Manufacturer narrative:
If sensor is dehydrated on return, it has to be re-hydrated for an evaluation to take place. The process of rehydration may be the cause of air bubbles. It is not conclusive that the air bubles were present at the time of the event, but may have been introduced, subsequently. Therefore it is inconclusive.